Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure for the left ventricular (lv) lead physician indicated that there was no target vessel available to get the lead in, and the lead was attempted approximately six times. The lv lead was removed and it is unknown whether the lead was replaced. It was also reported that during the implant procedure the implantable pacing lead (ipl) was unable to stabilize during placement. The ipl was re-positioned numerous times but placement was not possible. The ipl was removed and it is unknown whether the lead as replaced. No patient complications have been reported as a result of this event.